Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The stapler 45 instrument was analyzed and found to have a segment of the conductor wire dislodged from the distal end at the stapler wrist. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument failed the electrical continuity test. Common causes of dislodged instrument conductor wire - include instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that there was a broken cable.